Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised for unknown reasons nearly two months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 110031013, 28mm i.d. 46mm o.d. Size g bearing, 65931637; 11-301310, arcos con sz a hi 50mm, 66018886; 110024465, g7 dual mobility liner 46mm g, 66036116; 110010267, g7 osseoti multihole 58mm g, 66195456; 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, j7520783; 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, j7728764; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, j7709996; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, j7426212; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, j7698880; 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 65624267; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, j7736903. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2, h6.

Event description:
It was reported the patient underwent three thrs. The patient was initially implanted with zimmer biomet products on an unknown date. Subsequently, the patient was revised due to subsidence. The taperloc stem was explanted. The patient was revised to a cemented avenir stem. The second revision was due to infection. The patient was revised to a temporary antibiotic spacer and then to a permanent arcos stem. The patient was revised for a third time due to infection. The surgeon explanted the existing implant, cleaned the infection side, and implanted a new component.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, d4, g3, g6, h2, h4.

Event description:
It was reported the patient underwent three thrs. The patient was initially implanted with zimmer biomet products on an unknown date. Subsequently, the patient was revised due to subsidence. The taperloc stem was explanted. The patient was revised to a cemented avenir stem. The second revision was due to infection. The patient was revised to a temporary antibiotic spacer and then to a permanent arcos stem.